Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range pacing impedance measurement of greater than 2000 ohms for this device system. The right ventricular lead also exhibited rising thresholds measurements over the last few weeks. To date, no adverse patient effects were reported with this clinical observation.

Event description:
New information was recieved that this patients device was explanted and this lead was re-used in the new device.

Event description:
New information became available that due to some health concerns, this lead will not be revised as of yet. Impedance measurements are still out of range intermittently.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
The boston scientific sales representative was notified of this measurement.